Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The proximal end and wire body were visually and microscopically examined. Inspection of the device found that 194cm of the proximal portion and 8cm of the distal portion of the rotawire had been returned and that the wire was fractured on both portions of the returned wire. The wire was kinked at 6cm from the distal tip of the distal portion of the returned wire. Microscopic examination of the spring tip found that the spring tip was bent. No other issues were identified during the product analysis.

Event description:
It was reported that the burr became stuck in the lesion, drive shaft and rotawire detached. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk (lmt) and left circumflex artery (lcx). A 1.25mm rotapro and rotawire drive were selected for percutaneous coronary intervention (pci). During the course of the procedure, eight ablations performed for the severely calcified lesion of lcx. The cine images confirmed that burr had advanced to the base of the tip of the wire. After crossing the lesion, polishing was performed, but it was stuck at the lmt. The rotational speed suddenly dropped from 200,000 rpm to 0 rpm and a stall error occurred. After stuck, the physician attempted to release stuck and to remove the burr and rotawire, but it was difficult. The drive shaft was separated when attempt was made. The physician tried to advance the 7f mach1 guide extension catheter from the disconnection point to near the base of the stuck, but encountered strong resistance and was unable to advance. The guide extension catheter was pulled, and a snare was used, but it did not go near the base of the stuck. Since the hemodynamics was stable, a system was added, a 0.014 non-boston scientific guidewire was crossed from the side of the stuck and a 3.0 x 15mm non-boston scientific balloon was dilated at the base of the stuck. The physician attempted to remove the balloon, but it could not be removed. The balloon was replaced with a 2.0 x 10mm non-boston scientific balloon, and the same balloon was crossed through the stuck area and dilated in sequence from the distal part to the stuck area a total of 8 times. The balloon was pulled out each time but could not be unstuck. The balloon was removed, but when the burr and rotawire were carefully pulled out without applying much force, it was unstuck from the lesion with no resistance and the entire system was able to be removed. Upon removal it was discovered that the rotawire was kinked and distal portion of the rotawire became separated, but there was no separated part left in the patient body. According to the physician's opinion, it may have been able to be partially unstuck by the balloon inflation. There were no device fragments left inside the body and the procedure was completed with a different device. There was no patient complication reported.

Event description:
It was reported that the burr became stuck in the lesion, drive shaft and rotawire detached. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk (lmt) and left circumflex artery (lcx). A 1.25mm rotapro and rotawire drive were selected for percutaneous coronary intervention (pci). During the course of the procedure, eight ablations performed for the severely calcified lesion of lcx. The cine images confirmed that burr had advanced to the base of the tip of the wire. After crossing the lesion, polishing was performed, but it was stuck at the lmt. The rotational speed suddenly dropped from 200,000 rpm to 0 rpm and a stall error occurred. After stuck, the physician attempted to release stuck and to remove the burr and rotawire, but it was difficult. The drive shaft was separated when attempt was made. The physician tried to advance the 7f mach1 guide extension catheter from the disconnection point to near the base of the stuck, but encountered strong resistance and was unable to advance. The guide extension catheter was pulled, and a snare was used, but it did not go near the base of the stuck. Since the hemodynamics was stable, a system was added, a 0.014 non-boston scientific guidewire was crossed from the side of the stuck and a 3.0 x 15mm non-boston scientific balloon was dilated at the base of the stuck. The physician attempted to remove the balloon, but it could not be removed. The balloon was replaced with a 2.0 x 10mm non-boston scientific balloon, and the same balloon was crossed through the stuck area and dilated in sequence from the distal part to the stuck area a total of 8 times. The balloon was pulled out each time but could not be unstuck. The balloon was removed, but when the burr and rotawire were carefully pulled out without applying much force, it was unstuck from the lesion with no resistance and the entire system was able to be removed. Upon removal it was discovered that the rotawire was kinked and distal portion of the rotawire became separated, but there was no separated part left in the patient body. According to the physician's opinion, it may have been able to be partially unstuck by the balloon inflation. There were no device fragments left inside the body and the procedure was completed with a different device. There was no patient complication reported.